Manufacturer narrative:
Final analysis found that the complaint of device found in backup mode was confirmed. The cause of malfunction was consistent with a xena ic cold temperature sensitivity.

Event description:
It was reported that a pacemaker was found in backup mode before use. There was no patient involvement.